Manufacturer narrative:
(B)(4). Additional information: the device was not returned for analysis. Only the torque wrench was returned. No functional test could be performed due to the device was not returned. No conclusion could be reached as to what caused the event reported.

Event description:
It was reported that during an unknown procedure, the hand switch was stuck during setting. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.